Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: there were 2 incidences on 2 different patients, both incidents were infusing methotrexate and bicarb. During the infusion, the extension set started leaking. The first incident is captured under report number 9614279-2017-00099. No injuries reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging were returned for evaluation. Upon visual examination, a crack was observed on the female threads of the caresite valves, on each extension set. The returned samples visually confirmed the reported complaint of leakage due to a crack in the threads of the caresite valves. Due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) to address the issue of "leakage" involving the caresite valve. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.